Event description:
It was reported a 6f angio-seal stsa plus device was used to arteriotomy site post percutaneous coronary intervention. Hemostasis was not achieved and manual compression was applied followed by a femostop for 90 minutes. The pt remained on bedrest overnigh. The pt was discharged. A few days later, the pt experienced problems while walking, however, did not report anything to the physician. Some time later, the pt went to the physician's office. A femoral andiogram via a contralateral approach revealed an occlusion of the common femoral artery near the femoral bifurcation. Percutaneously the physician used a filter basket to collect thrombus from the vessel. Thrombus was also removed from the superficial femoral artery. The next day, a follow up angiogram also revealed similar thrombus in the profunda femoris artery. An angio-seal was used to close the arteriotomy site. The pt reportedly was fine. The thrombus extracted was sent to the histopathology lab.